Event description:
Event description guidant received information that this pacemaker had no response to telemetry during a routine follow-up approximately 3.4 months post-implant. The quick start key was pressed three times, with an error code displayed on the third attempt. The programmer was turned off and on, before again attempting to interrogate the device, but this had no effect. The device also exhibited no magnet response and no pacing output. The patient is not pacemaker dependent.